Event description:
It was reported that the implantable neurostimulator (ins) set screw was stuck and wouldn¿t work. The lead would not insert and the screw wouldn¿t back out. The action required as a result of the event was that the device was not implanted. The ins would be returned. No diagnostic testing or troubleshooting was performed as it was not required. The product issue was not resolved and the cause of the event was not determined. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: neu_wrench_acc, product type: accessory. Product ID: neu_ unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was doing fine.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far. The setscrew was able to be reinserted using a 5 in.-oz. Torque wrench. Additional method code 38. Result and conclusion codes have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.